Manufacturer narrative:
Photographic images of the reported support arm have been received and evaluated. The images show that the support arm broke at the joint nearest to the bracket. Based on prior investigations of similar faults our conclusion into this matter is that the support arm has been overloaded, stressed to forces exceeding the limits stated in the installation instructions. Prior performed investigations have lead to a re-design and a change of the manufacturing process in order to obtain a higher mechanical strength of the support arms. This was implemented in production during 05/2009. The returned support arm was manufactured during 2008. (B) (4).

Event description:
It was reported that the support arm broke. (B) (4). (B) (4).